Manufacturer narrative:
(B)(4). Approximate age of device ¿ 48 days.  It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was report that the patient was admitted to the hospital. Head CT revealed a large intracranial hemorrhage (ich). Neurology was consulted and family ultimately withdrew care. Patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of intracranial hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.